Event description:
Valiant Captivia stent grafts VAMF3232C150TJ & VAMC2828C100TJ were implanted in zone 3 during the endovascular treatment for a 35mm saccular thoracic aneurysm of the aortic arch. It was reported during the index procedure VAMC2828C100TJ and VAMF3232C150TJ were implanted. A minor type Ia was noted, and touch-up was performed using a non-Medtronic balloon (Gore) resolving the endoleak. Wound closure was completed, followed by transfer to the ICU. Approximately 1.5 hours later, chest pain was reported, followed by cardiac arrest. Emergency thoracotomy was performed. Dissection originating from the right coronary artery ostium was identified. Ascending aortic replacement was performed, but haemostasis could not be achieved, and the patient passed away. Per the physician the cause was not determined but noted ''it may have been due to the elevated blood pressure used to prevent paraplegia after TEVAR. No dissection was seen originating from the bare-stent portion of the Valiant, so it was not caused by the Valiant.

Manufacturer narrative:
Continuation of D10: Section D information references the main component of the system. Other relevant device(s) are: Product Id: VAMC2828C100TJ, Serial/Lot #: (b)(6), UBD: 11-MAY-2028, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.